Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle: difficult/unable to operate & needle clog) was captured and addressed appropriately. A lot history review was carried out on lots 7088942 and 8205946 no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication and difficult to operate or not working/functioning during use. The following information was provided by the initial reporter: material no. 320122 batch no. 7088942, 8205946 verbatim: this issue has been with two lot numbers. My partner mixed the boxes together. To begin, none of the lot numbers start with 32. I¿m having my doctor call in a new box. 1.when I place a new pin needle on I set how many units I¿m going to dispense. 2. When I go to inject the top of my pen locks and I can¿t dispense. I usually remove the needle and reinsert and try again. Double fail. Once it locks no matter how many times I try it¿s locked. 3. Will reach for a new needle as my pharmacy suggested. This locking could stop with the next new needle or in many cases continues up to 5 times. Now I¿ve wasted pens. I¿ve been diabetic since 2010. I do not recall this being an issue in my past and I wanted to make sure I¿m not doing something wrong.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7088942, medical device expiration date: na, device manufacture date: 2017-03-29, medical device lot #: 8205946, medical device expiration date: 2023-08-31, device manufacture date: 2018-07-24.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication and difficult to operate or not working/functioning during use. The following information was provided by the initial reporter: material no. 320122 batch no. 7088942, 8205946. Verbatim: this issue has been with two lot numbers. My partner mixed the boxes together. To begin, none of the lot numbers start with 32. I¿m having my doctor call in a new box. When I place a new pin needle on I set how many units I¿m going to dispense. When I go to inject the top of my pen locks and I can¿t dispense. I usually remove the needle and reinsert and try again. Double fail. Once it locks no matter how many times I try it¿s locked. Will reach for a new needle as my pharmacy suggested. This locking could stop with the next new needle or in many cases continues up to 5 times. Now I¿ve wasted pens. I¿ve been diabetic since 2010. I do not recall this being an issue in my past and I wanted to make sure I¿m not doing something wrong.